Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator exchange. Prior to the procedure, it was noted that the right atrial lead had noise. The patient was stable and was to be monitored.